Event description:
It was reported that right ventricular (rv) lead exhibited suspected fracture, high pacing impedance and high threshold. Fracture was not confirmed with imaging. The lead was explanted and replaced without patient consequences.